Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 89 to 98 mg/dl. Customer observed symptoms of trembling and perspiring when received lo results, but ate meal and perspiring when received lo results, but ate meal and felt better. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of within instructed specification. Test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory (date/time not set): lo 03:44:00 am. Lo - (B)(6) 2010 05:34pm. Lo - (B)(6) 2010 08:37am. Lo - (B)(6) 2010 04:04pm. Lo - (B)(6) 2015 05:25pm. Adverse event not reported.